Manufacturer narrative:
Field service performed significant troubleshooting, which included multiple parts being cleaned and replaced. However, 2 valve, manifold kits, and arc pump body 100microl (rohs) replacements were determined the issue resolution. Service verified the system function with a control run. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems and resolving the customers issue. The i2000sr architect I system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the parts. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of serial isr51426 verifies no subsequent hiv results have been reported. No nonconformances and potential nonconformances applicable to the current complaint were found for the likely cause replaced parts. An adverse trend is not identified for the likely cause replaced parts and no adverse trend of the architect i2000sr with regards to the current issue. Based on the information within the complaint record, no product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect hiv ag/ab combo results on a sample that repeated (B)(6) on another instrument. (B)(6) generated architect hiv ag/ab combo (B)(6). No specific patient information provided. No impact to patient management was reported.